Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed but not duplicated. The root cause was the air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated and verified to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11 found upon power-up of the device. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter, it was determined that the reported condition occurred during delivery causing an interruption of delivery.